Manufacturer narrative:
Result: erroneous result obtained. Conclusion: a definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc (bci) to report an erroneously high creatinine result for a patient sample assayed with the creatinine reagent on an au5431 chemistry system random access chemistry analyzer. The patient result was reported out of the laboratory. The physician questioned the high creatinine result. There was no impact to patient treatment. The customer reported that quality control results, reagent blank, and calibration were all normal at the time of the event. The same patient sample was re-assayed for creatinine on another au5400 analyzer in the laboratory as well as the original analyzer. The creatinine results obtained were both within the laboratory's reference range. It was determined that the reaction monitor on the patient sample for the original creatinine assay showed an increase in reaction absorbance around point 14. Nothing is being added or done to the analyzer cuvette during this read time. The root cause has not been determined for this event. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse verified that the creatinine results met performance specifications. A system validation was documented in the customer's quality control record. The fse performed a creatinine precision study which yielded acceptable accuracy and precision results.